Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during an unknown time/date the metal tip of a rigid scope was found to be missing. There is no indication that broken parts fell into the patient¿s body or that the reported damage occurred during a procedure and there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to an olympus regional repair center (rrc) in france (returned to rrc on 2022-12-01). The evaluation/investigation confirmed that the positioning screw of the telescope is missing. In addition, the lenses in the optical system were found to be broken and the outer tube to be damaged. The cause of these damages is mechanical overload by the application of excessive force. Thus, this event/incident was attributed to use error. Furthermore, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the telescope without showing any abnormalities. The case will be closed from olympus side with no further actions, but the reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results.